Event description:
The surgeon inserted the icm120v4 12.0mm implantable collamer lens in the left eye on (B)(6) 2012 and the lens was removed on (B)(6) 2012 due to excessvie vault. The lens was exchanged for a shorter length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).